Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing. There was oversensing via reduced intrinsic amplitudes, as well. An inappropriate shock accelerated the arrhythmia which was successfully converted by the device. Technical services advised some programming options. The doctor is now treating the patient with medication. The device remains implanted. There were no additional adverse patient effects.